Event description:
Catheter broke off inside (B)(6) (inserted (B)(4) 2011). Transferred to children's hospital for removal after x-ray had shown catheter was still inside. No dressing change was being done at the time of the occurrence. Cardiac catheter was used to remove. It took 3 attempts.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report.